Event description:
Dermatone was set for depth of 0.16. When taking the graft the device went deeper that what was set. Patient site was treated and new site and dermatone was used for obtaining the skin graft.